Event description:
Micropuncture access was without incident and initial angiogram was without any noticeable abnormality. Stop short technique was used to introduce enroute arterial sheath. Wire and dilator were removed and sheath was sutured. Following angiogram showed dissection at distal end of the sheath extending 1-2 cm. Sheath was retracted and .014 wire was able to be placed past the dissection and stents were placed in the target lica and another extending across the dissection. Overall successful procedure with no sequelae.